Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking near the cartridge tubing. Customer's blood glucose was in the 180-200 mg/dl range. Reportedly, a new cartridge was loaded and insulin delivery was resumed.